Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system will not boot up. Review of the system log file fse confirmed that it is a frame grabber card error. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and failed. The fse replaced the grabber cards and loaded a pxe to flex vision pc. After replacing the grabber card, then system was returned to use in good working order. The defective part was returned for analysis and the failure analysis of the host pc showed that the cause of the failure could not be determined. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.